Event description:
It was reported that during a robotic radical nephrectomy procedure, using the intuitive robot and the echelon vascular stapler being fired by the fa, after the 3rd or 4th firing, they were lined up on the vena cava to separate and resect the renal vein from the vc. They formed the stapler. When opening the stapler, they had cut the vessel but no staples on either side of the cut line. The doctor was able to contain the bleeding using a robotic two arm approach, but not after the patient lost approximately 1,000 cc of blood. The surgeon sutured the defect and no reports of lingering patient issue were noted as of today. The procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # 393a97. Additional information was requested, and the following was obtained: was a transfusion required? No transfusion was indicated. What was the pre and postoperative anti-coagulant and pain management protocol? No information. Was the bleeding intraluminal or extra luminal? Was there any additional medical or surgical intervention needed? Defect was corrected with prolene suture. Was the patients post-operative care altered in any way as a result of the event? None noted. Can you please confirm the product code of the device and product code of the reload used in the procedure? Noted in original report. Are there any photos or video available of the procedure? No video or photos. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.